Event description:
Information received a consumer of the cadd ms3 serial number (B)(4) pump makes her feel sick. The concern brought forward was the patient did not feel the pump was infusing correctly and believed it caused her to have her heart rate drop and feel lightheaded. Her primary doctor is aware of incident and pharmacy is sending a replacement pump. Patient resorted to the back up pump, so no interruption of therapy occurred. Medication life sustaining for pulmonary arterial hypertension. Strength: 10 mg/ml, dose or amount: 44 ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. No medical intervention was required, other than switching to back up pump. Symptoms reported resolved. Device has been sent to smiths medical for investigation.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition no evidence of reported problem in event log was found. During the evaluation of the device we could not duplicate the customer stated problem. The device was performed dimensional accuracy test for undefusing and passed. Device also ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.